Manufacturer narrative:
H6: investigation summary this complaint alleges a false negative result on a mgit 320 instrument (p/n 441743, s/n (B)(6) ). The customer called in with a false negative result. After discussing customer workflow with technical support the customer confirmed that the false result was due to a customer workflow issue rather than an instrument or consumable issue. No samples or parts were expected to be returned for this complaint and thus, returned sample analysis is not required. Review of device history record for instrument serial number, mt0829 is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on (B)(6) 2017. Service history review was performed for the instrument mt0829 and no additional work orders were observed for the complaint failure mode reported. The root cause cannot be determined at this time but appears to be related to customer workflow issues. This complaint is unconfirmed as the false results are related to workflow issues.

Event description:
It was reported that while using bd bactec¿ mgit¿ 320 system false negative results were obtained by the laboratory personnel. A zn stain was used to confirm the results as false negatives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " sputum specimen turns negative with gu=0 after 42 days mgit culture. The customer saw white clumps from the mgit tube and performed zn stain. "

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na.

Event description:
It was reported that while using bd bactec¿ mgit¿ 320 system false negative results were obtained by the laboratory personnel. A zn stain was used to confirm the results as false negatives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " sputum specimen turns negative with gu=0 after 42 days mgit culture. The customer saw white clumps from the mgit tube and performed zn stain. "